Event description:
It was reported that smoke was coming out of the ventilator. The ventilator was not in use on a patient at the time the malfunction occurred. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The gui (graphic user interface) and pcb (printed circuit board) backlight inverter pcb were replaced, and the software was updated. All tests were passed and the ventilator was then returned to service. Covidien reference number: (B)(4).